Manufacturer narrative:
The product assessment center (pac) technician evaluated the device and was able to verify the reported issue. The root cause of the reported issue is determined to be the damaged h-bridge circuit components. The customer received a replacement device and the customer's device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that the device would not be able to deliver defibrillation energy. There was no patient use associated with the reported event.